Event description:
The event occurred on an unspecified date and involved a transpac® IV kit w/35" pt, 6" pt and 3 needleless valves where the customer reported that the device had IV fluid spraying out of it. The customer was unaware whether or not there was a crack. There was patient involvement however harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history record review could not be completed as the lot number was not provided by the customer. Corrected information can be found in b5, d1 - brand name, d4 - catalog #, d4 - primary UDI number, d10 concomitant product, e3 - initial reporter occupation and e4 - initial report sent to FDA.

Event description:
Additional information was received by the customer on 30apr2025 stating that the device involved was a transpac® IV kit w/03 ml squeeze flush device, pt tubings, 3 3-way stopcocks and 36" admin set.